Manufacturer narrative:
The erbe was analyzed by the original equipment manufacturer (OEM) and their investigation was able to confirm the reported failure of no power. The OEM found that the device did not boot up. The OEM determined that the cause for the malfunction was due to a defective power supply and a defective mains input module. The device was repaired by replacing the defective power supply and a defective mains input module. The OEM also found that the housing cover and the front frame of the erbe were mechanically damaged and had to be replaced. The erbe was tested, deeply analyzed, repaired, and passed technical safety checks.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint (failure of no power). The iesu generator was analyzed and found there were no errors present in the logs. The technician replaced the unit with new 8v fuses. The unit would be returned to the original equipment manufacturer (OEM) for repair. Upon visual inspection, the returned unit was found to be in good condition. The complaint regarding the erbe not turning on was confirmed based on the field evaluation and failure analysis, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the erbe generator did not turn on, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator in order to correct the problem. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has received the erbe generator; however, the failure analysis is not completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the erbe generator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that the erbe generator did not turn on. The customer stated that they tried to use another ac outlet and with another power cord without any success. The tse asked the customer to check the fuse and it was blown. After replacing the fuse, it had blown immediately. The customer needed their field service engineer (fse) to resolve the issue. The customer stated that the operating room (or) staff had resumed the surgery with a backup third party generator. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the biomed and obtained the following additional information: the customer confirmed that the system was functional at the start-up of the surgery. There was no error indication when the system was switched on and the cables and the erbe plate were connected. The customer confirmed they changed the generator during the procedure and the procedure was completed without any further problems. No images were available.